Manufacturer narrative:
(B)(4). Product not returned for evaluation yet. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained from meter memory of 118 mg/dl. The customer's expected fasting blood glucose test result range is 80 - 120 mg/dl. At time of call on (B)(6) 2016, the customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. Customer is concerned with the results of 118 mg/dl because she was having symptom of low blood sugar at the time and was shaking but this result was too high for her, her glucose range should be a lot lower if she is shaking. During the call on (B)(6) 2016, a back to back blood test was not performed by the customer. The product is stored according to specification. The test strip lot manufacturer's expiration date is 10/27/2018 and open vial date is undisclosed. The meter memory was reviewed for previous test result history (date/time not set correctly): (B)(6). Memory concerns: customer is concerned with the results of 118 mg/dl. Customer states that she received the replacement meter and she is still getting 30 - 40 mg/dl higher than the meter she was using previously. Customer use to test with the (B)(6) meter before (m05212856 lot # pt2843).this product is not longer sold.